Event description:
A female patient received coolsculpting treatment on (B)(6) 2012, with the coolcurve applicator (6.2) on her back fat areas. This area is considered off-label use as the coolsculpting system is only cleared in the USA for the abdomen and flanks. On (B)(6) 2012, the patient reported that her left side was bigger than before the treatment. On (B)(6) 2012, zeltiq was informed that the treating office was considering liposuction if there was no other alternative, making this a reportable event. On (B)(6) 2012, the patient's left upper back along the bra line was firmer than the surrounding area. During this appointment, the treating office also discussed liposuction with the patient to treat the condition. A follow-up report will be made to the agency if and when new information is received about this case.

Manufacturer narrative:
Zeltiq followed up with the physician's office to gather additional information. Per the physician's office the procedure was conducted successfully with no malfunctions. Zeltiq reviewed the system logs and confirmed that no system malfunction occurred during treatment. Zeltiq also conveyed on (B)(4) 2013 that use of the coolsculpting system on the back fat areas is off-label.